Manufacturer narrative:
Device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not power on. Customer blood glucose value was unknown at the time of incidence. Customer stated battery cap was not damaged and they tried different batteries. Customer cleaned the battery compartment and the battery cap. The insulin pump will be returned for analysis.